Event description:
New information received stated that the lead was capped and replaced.

Event description:
It was reported that the patient received several inappropriate therapies due to noise. Lead fracture was found. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.